Event description:
The customer reported that the device would not activate during the procedure. Another device was used to complete the case. The device was received for inspection at covidien and visual inspection noted that the webbing was protruding from both sides of the hinge and was not sharp.

Manufacturer narrative:
Covidien reference #: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.